Event description:
It was reported via repair work order that the stationary frame was bent at the right load cell causing load cell to be outside of frame. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.